Event description:
It was reported that the device requested the sensor code after warm up. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of the device requested the sensor code after warm up is reportable based on the finding of signal loss over one hour. Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the cloud data was performed and the device requested the sensor code after warm up was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).